Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery every time the customer tried to deliver a bolus. The customer's blood glucose was 170 mg/dl. The customer suspended the insulin pump and reverted to manual injection. Troubleshooting was performed, insulin did exit the tubing of the infusion set but the insulin pump alarmed no delivery. During manual priming, while pushing insulin with plunger, insulin did exit the tubing but there was greater than normal resistance. The customer was advised that the no delivery alarm was caused by reservoir/ infusion set occlusion. Nothing further was reported.